Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the after 1 day of use of an universal silicone foley catheter, the probe fell off the patient on its own and the patient felt like a discharge at the penis. It was noted that the balloon was torn. It was further noted a hole in the balloon material. There were no adverse effects reported due to the event and no report of an additional procedure.